Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/17/2017, that on (B)(6) 2017, the receiver displayed errhwrf. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted but failed due to perpetual rebooting. The functional test and log could not be downloaded due to perpetual rebooting. The receiver case was opened for a visial inspection with the ui pcba detached and passed. The reported event of an error icon display was confirmed during log review. The root cause could not be determined.